Event description:
It was reported that the patient experienced an intermittent pain in the upper chest area. During testing it was found that the patient's right atrial (ra) lead exhibited high and unstable thresholds. Pocket stimulation was also observed. An x-ray revealed that the lead had dislodged. The ra lead was deactivated and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that the lead was also fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and it was found that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).